Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have a hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cerebrospinal fluid leakage ("I had spinal, drink lots of caffeine restore your spinal fluid"), muscle spasms ("cramp") and infection ("infection"). Essure was removed on (B)(6) 2018. At the time of the report, the cerebrospinal fluid leakage, muscle spasms and infection outcome was unknown. The reporter considered cerebrospinal fluid leakage, infection, medical device removal and muscle spasms to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new reporter, new event (¿medical device removal¿) and action taken were captured. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.